Event description:
It was reported that the handel broke while during insertion. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and showed conformity to specification. The investigation of the complained instrument shows that the handle is badly damaged. The top is completely broken off and also cracked on the lower end. Instrument is more than six years old (manufactured in 2006). The broken surface is homogenous which indicates material conformity as well. No product fault could be detected.